Event description:
It was reported that the pump was being replaced due to nearing end of life. The catheter was nicked while opening the pump pocket site so they are revising the catheter. When surgeon was putting the white boots over the pin connector, both boots pulled off relatively easy. The surgeon reported that it did not take much force to pull them off and was concerned they will not stay put. A new, different kit was opened and the new boots felt better and were holding better. It was unknown what type of drug was in the pump at the time of event. The new, replacement pump was filled with bupivacaine and morphine.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), product type: catheter. Product ID: 8590-1, lot# n177899, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
Additional information indicated that the pump segment of the catheter was accidentally nicked when the surgeon went to replace the existing pump. The patient was not affected by this event. A revision kit was used to splice a small segment of the affected catheter and the replacement continued without any further issues. The patient was doing well following the replacement.

Manufacturer narrative:
Analysis of the kit 8596sc, serial number (B)(4) found no anomaly.